Manufacturer narrative:
(B)(4). Eval, results -90% stenosis, little calcification. Conclusions - 90% stenosis, little calcification. Evaluation summary: the device was returned to medtronic for evaluation. The balloon had been inflated. There was a 1cm longitudinal tear located along the working length of the balloon. There were ribbons of balloon material sticking up from the surface at the distal end of the balloon. There was damage noted to the balloon surface in the same area.

Event description:
A sprinter legend rx balloon dilatation catheter, length 12mm, diameter 1.5mm, was used for pre-dilatation of a lesion in a patient. It was reported that the sprinter balloon was not inflating enough and it was noticed that there was a leakage from the balloon. The target lesion, which was located in the lad, exhibited 90% stenosis with little calcification. It was reported that the device was inspected prior to use with no abnormalities noted. Negative prep was also performed on the device prior to use with no abnormalities noted. It was reported that the sprinter balloon was successfully inflated to 12 atm prior to the leak being noticed. No patient injury occurred and no clinical sequelae have been reported.